Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treat a fluid filled pancreatic collection during an endoscopic ultrasound (eus) procedure performed around (B)(6) 2017. According to the complainant, approximately two weeks post stent placement, the patient presented with melena. The cause of the melena was unknown. A CT scan was performed and a plastic stent was placed through the axios stent. The patient's condition worsened one day later. The patient underwent surgery on (B)(6) 2017, to clear the necrosed collection. The axios stent was removed from the patient during this surgery. There were no further patient complications reported as a result of this event. The patient's condition was reported to be fine and stable.